Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia and diabetic acidosis. At the hospital the patient received a result of "hi mg/dl" and experienced elevated blood glucose symptoms. It is unknown what type of treatment the hospital provided or how many days the patient was hospitalized. The serial number of the infusion device was not provided. The infusion device was requested to be returned for product evaluation.